Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad system produced elevated power readings on (B)(6) 2016. It was reported that there were no other anomalies, and that the patient was asymptomatic. The patient was admitted and a heparin infusion was started for treatment. It was reported that other, unspecified lab values were within normal limits. The submitted log file was reviewed by a representative of the manufacturer¿s technical services team and revealed a shift upward in pump power. On (B)(6) 2016, it was reported that the power elevations ¿auto corrected¿ and that the patient¿s labs remained stable. A second log file submitted log file was reviewed and confirmed that the pump power had returned to baseline numbers on the evening of (B)(6) 2016. No additional issues were reported.

Manufacturer narrative:
No product was returned for evaluation. The report of pump power and flow elevations was confirmed based on the evaluation of the submitted system controller log files. The first log file captured an upward trend in power and calculated flow levels. A subsequent log file submitted showed that the pump power and flow returned to baseline (5-7 watt range) following the elevations in power. A specific cause for the shift in pump parameters could not be conclusively determined. Multiple requests for additional information were made; however, no further information was provided. The patient remains ongoing on vad support with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.